Event description:
A supplier corrective action request (scar) was received on the (B)(6) 2011 with the following text: "the customer reported that the charter guidewire caused hepatic vessel dissection. Physician needed to balloon and stent hepatic artery. The physician assessment of the relationship of the event to the device is that they are related. Procedure name - hepatic angio anatomy location - hepatic artery. Procedure outcome - completed with a different device. "No adverse consequences reported on the outcome of the pt.

Manufacturer narrative:
A batch history review was carried out which focused primarily on characteristics which may be thought to potentially contribute to the complaint as described as the wire was not returned. The review demonstrated no indication of manufacturing related defects on the guidewire that may have contributed to the event and that the guidewire was manufactured to specification.